Manufacturer narrative:
Correction - section g1 - mfg site establishment name and address.

Event description:
It was reported that the lancet protruded beyond the end cap of the device which caused the lancet to pierce through the patient's finger and into her fingernail. The patient's mother cleaned and disinfected the wound with an alcohol spray. The patient experienced pain and sensitivity in the affected finger which was still ongoing on the day the issue was reported. No medical attention was required.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.